Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received device and eval is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported per email that "volume results lower than allowed specification. No pt incidents or injuries were reported as the result of these problems. All problems were discovered during testing". No further info was obtained.